Event description:
The facility reported a colleague infusion pump with a failure code of 810:04 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and had to be recalibrated. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Event description:
It was reported that during a laparoscopic appendectomy procedure the trocar was leaking. Graspers were in the device when the device was leaking. The case was completed with the device. There was no patient consequence . (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.